Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off. Review of the pump data logs by tandem technical support showed that the pump battery depleted from 90% to 65% within 10 minutes. The customer¿s blood glucose (bg) level was in the high 200s (mg/dl). A correction bolus via the pump was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.